Manufacturer narrative:
The pump had intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and a stripped battery cap coin slot.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer kept pushing down and it kept scrolling even after the customer let go. Customer stated that the light wouldn't go off and it continued this morning. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).